Manufacturer narrative:
Physio control continues to investigate the reported event.

Event description:
Charge pak indication. Customer has unit with premature charge-pak icon. The voice prompts are either absent or faint when checked last. Processing device for warranty replacement.